Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jan-07. It was reported that the patient¿s identifying information was unknown and unavailable. The patient¿s weight and pump serial number was unknown. Actions taken to resolve the motor stall included waiting 20 minutes and re-interrogating. The motor stall was recovered and resolved. The device was still in use at the time of the report. The information was confirmed with the physician/account. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was not reported. It was reported that a motor stall was seen at initial interrogation. The patient recently had an MRI. The MRI was not due to a suspected problem with the device/problem. The patient had an MRI on (B)(6) 2018 at 4:00pm pacific time. The patient was being seen on (B)(6) 2018 for an initial interrogation post-MRI and they did not see a recovery yet. It had been 21 hours since the MRI (also incorrectly reported that it had been less than 2 hours since the patient exited the MRI field). Considerations were reviewed, including telemetry state, re-interrogating pump with logs. Motor stall considerations were reviewed, including to cover the patient with non-pump medication and to periodically interrogate pump for stall recovery. They could not do troubleshooting due to lack of access to product, the rep was not with the patient. The rep plans to follow up with the hcp in regards to telemetry state and interrogating the pump every 20 minutes, and covering the patient with non-pump medications if necessary. The patient was not having symptoms. There were no further complications reported/anticipated.